Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery. Vascular access was obtained through the femoral artery. The apex monorail 12mm x 3.00mm was inflated and upon the first inflation at 6 atms and inflation for 2 or 3 seconds, a balloon rupture occurred. The apex monorail was successfully withdrawn and the procedure was completed with a different device. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)